Event description:
Customer reported hospitalization due to low blood glucose. Customer received no delivery alarms and during the prime process, drops of insulin would continue to come out. The blood glucose reading at the time of he event was 24 mg/dl. Customer stated that insulin pump is responsible for the low blood glucose. Hospital treated with 12 grams of glucose, two tubes of paste, orange juice and bread with jelly. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.